Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this report is for an unknown constructs: lcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: molina n.l., valencia j.f., vita d.c. (2022), peri-prosthetic vancouver b2 post operative femoral fractures. Clinical, funtional and radiographic outcomes in a case series, hip international; conference: 22. Congreso nacional secca. Oviedo spain. Vol. 32 (3), pages 413-414 (spain). This observational, descriptive, retrospective study aims to analysed the clinical, radiographic and functional results of 17 vancouver b2 peri-prosthetic fractures with a minimum follow-up of one year. During the study period, a total of 17 patients were included in the study. Among them, 11 patients (64.7%) were treated by stem replacement, and 6 patients (35.2%) were treated by osteosynthesis with an lcp peri-prosthetic plate. The following complications were reported as follows: osteosynthesis group: 2 patients died. 1 patient had surgical site infection. 33.3% of the patients had signs of delayed union with progression of stem loosening (unknown manufacturer of stem - not captured). This report is for an unknown synthes lcp plate/screws. This is report 1 of 1 for complaint (B)(4).